Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) exactamix 500 ml eva tpn bags leaked at the spike port. This was observed in the pharmacy, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1, d4. Additional information: d9, g4, h3, h4, h6, h11. H4: the lot was manufactured between february 19, 2023 and february 20, 2023. H11: four (4) actual devices were received for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and leaks were identified from the administration spike port bonding area for all samples. The reported condition was verified. The cause of the condition could not be determined; however, was most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during manufacturing causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.